Event description:
Caller reported a cartridge alarm 20 occurring during the load process. There was no adverse impact to the customer's blood glucose level. Technical support confirmed consecutive cartridge alarms and decided to replace the pump. The customer was instructed on how to put the pump into storage mode and the steps to return the problematic pump to tandem within ten days. Additionally, the customer was advised on programming settings and connecting their cgm to the replacement pump. Since there was no backup therapy available, the caller planned to reach out to a healthcare professional. Technical support arranged for the shipment of a replacement pump with a signature required for delivery.